Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states,"undesirable shortening of limb."number 13 states,"problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." Number 14 states,"postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same event (B)(4).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2005 due to osteoarthritis. During post-operative monitoring and testing, acetabular component osteolysis was noted. Patient further alleges a limp, pain, leg length discrepancy, knee and ankle problems, and bursitis.